Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were called as the customer experienced low blood glucose level. The customer¿s blood glucose level was 21 mg/dl. The customer stated that the emergency medical services managed to get the blood glucose level up. The customer did not mention any symptom or treatment related to low blood glucose level. The customer reported that the retainer ring was loose and the buttons did not respond well. The reservoir was not able to lock in place when inserted into the insulin pump. The customer declined further troubleshooting because she was able to get emergency medical services. The insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.